Event description:
Reported incident - due to aseptic loosening.

Manufacturer narrative:
The reason for this revision surgery was due to aseptic loosening. The previous surgery and the revision detailed in this investigation occurred 4.8 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. This complaint evaluation is limited in scope since the part associated with this investigation was not returned to djo surgical for evaluation. No information submitted with the complaint that would indicate a material, design, or manufacturing issue with the explanted part. A review of the device history record (DHR) was not conducted since the item and or lot number(s) was not provided or determined during the complaint evaluation. No additional information was obtained to assist in the event identification. As of 11-jul-2018, no records have been forwarded by zimmer-biomet concerning this event. Should zimmer-biomet provide additional information concerning this complaint, the complaint will be re-opened and a further review shall be conducted. The root cause of this complaint was a revision surgery due to aseptic loosening. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.